Event description:
It was reported on an unknown date, that the patient underwent a laminoplasty surgery at levels c3 to c6. Post-op, it was reported that a screw had backed out at the c6 lamina. No patient complications were reported as a result of this event.

Manufacturer narrative:
(B)(6). (B)(4). PMA 510(k): these parts are not approved for use in the united states; however, the catalog # 853-465 and 510k # k050082 of 'like devices' were cleared in the united states.